Event description:
Patient revised for pain, found loose femoral, osteolysis, and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the unavailability of products to examine and insufficient product information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.